Event description:
Boston scientific received information that during a routine follow-up, this patient¿s device was found to be at end of life. The physician suspected the device had prematurely depleted as earlier in the year, the remaining longevity indicated two years. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was disposed of at the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.